Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a bradycardia episode due to the right ventricular lead not capturing. The lead was revised and remains in use. It was also reported that the left ventricular threshold had increased and was high. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.